Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged tht while performing CPR on a patient, the device self-charged energy inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.